Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales consultant. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, the thread of four variable angle locking compression plate (va-lcp) proximal tibia plates screw hole was broken by two (2) interlocking bolt. It was noted it had been connected very carefully. There was no procedure nor patient involvement. This report is for one (1) interlocking bolt. This is report 6 of 6 for (B)(4).